Event description:
During post-op the pt experienced neuroproxia to the arm while her blood pressure was being monitored by machine. It was noted that the pt's hospital stay was prolonged by one day due to "signifant swelling of the limb". The pt's condition was reported as normal, and has been discharged.